Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving low alerts for their blood glucose when they were not low. The customer stated their blood glucose was 130 mg/dl when they received the low alert. The customer also stated their blood glucose would be 210 mg/dl and they would still receive a low alert. Customer was advised the alerts may be caused by their insulin pump's settings. The customer also requested assistance with programming their insulin pump. No additional information provided.